Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurring alert 42 indicating insulin motor current sense failure, verified in device history, despite multiple restarts, and was instructed to restart and replace the luer connector and cartridge; due to persistent alarms, a replacement ilet was provided and the user reverted to backup insulin therapy. Symptoms included hyperglycemia with a reported maximum glucose of 237 mg/dl and no reported acute complications. Outcomes included interruption of automated insulin delivery and transition to backup therapy without hospitalization or medical intervention. Investigation included review of device logs via mobile app sync and structured troubleshooting to restart the device, confirm charge status, and replace disposable components. Investigation of this device revealed recurrent insulin delivery stoppage consistent with a motor current sensing fault, aligning with an insulin delivery system malfunction of the pump motor subsystem. It was concluded that the cause was a device malfunction of the insulin delivery mechanism.